Event description:
It was reported that this dynaflex penile prothesis (dpp) has not worked in years and the patient was not satisfied. The dpp was explanted. There were no patient complications reported.